Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal and distal insulation damaged at 24.5 cm from the connector pin and the five wires of the proximal coil fractured, due to clavicular crush. These damages would account for the low impedance observed in the field.

Event description:
It was reported that the lead exhibited low impedance. An insulation break near the patient's clavicle could be seen via x-ray. The lead was explanted and replaced.